Event description:
It was reported that when #5 on a pump keypad is selected #2 is displayed. It was also reported that when #6 is selected #3 is displayed. The customer stated that there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that when the #5 (mno) key is selected, the #2 (def) key is displayed. When the #6 (pqr) key is selected, the #3 (ghi) key is displayed. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. The date of event is unknown.